Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw.

Event description:
It was reported that during the implant attempt of the device, the pin of the superior vena cava coil, would not insert into the header. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.